Event description:
Patient in intensive care unit (ICU) was admitted for severe hypotension. Patient was ordered to receive levophed for the hypotension. Rn primed and hung the levophed drip. Patient's blood pressure did not improve within the first 5-10 minutes. Rn inspected the IV line and found it to be leaking at the filter site. The rn removed the ultrasite tubing and obtained a new set for which she reprimed and started drip again. Patient began to have increase in blood pressure at this time. Tubing removed and sequestered for risk management. Patient remains in ICU. Approximately 16 minute delay in switching out tubing and patient receiving ordered levophed. Health professional's impression: it was leaking. Manufacturer response for ultrasite IV tubing. Ongoing issues with this tubing. (B)(6). Other therapies in use on pt: cardiac drugs. Additional information provided by the facility indicated the sample is being retained by the risk management department, pending their internal investigation. The patient was in ICU at the time the reported incident occurred. The patient suffered no additional adverse sequela associated with the reported incident and is no longer in ICU. The lot number also remains unknown. It was reported that at this time, no further information is available. The risk manager will report additional information and possibly return the sample after an internal investigation is performed.

Manufacturer narrative:
The actual device in the reported incident is being retained by the facility's risk management department and will not be returned to the manufacturer to be evaluated at this time. The lot number remains unknown. No further additional information is available from the risk manager at this time, pending internal investigation. Without the sample or a lot number, a thorough evaluation could not be performed. However, corrective actions were previously taken to reduce leakage issues with this set. Without a lot number, we cannot determine if the product involved in this event was manufactured before or after these corrective actions. It is to be noted there are no current trends identified with the reported catalog number. No specific conclusions can be drawn. The patient suffered no additional adverse sequela associated with the reported incident. If the sample is received or any further pertinent information becomes available, a follow-up report will be filed.